Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ups battery and uifb circuit board were replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys shut down during a case and could not be rebooted. There is no report of pt injury.